Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side pain, "change in the format of the breasts and capsular contracture" baker grade ii-iii and "suspicion of having lymphoma." Patient later reported "anatomopathological alteration" and " fibrous capsule with synovial metaplasia, lymphoid infiltration to the wall." Device was explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ inflammation/irritation-breast: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side pain, "change in the format of the breasts and capsular contracture" baker grade ii-iii and "suspicion of having lymphoma." Patient later reported "anatomopathological alteration" and " fibrous capsule with synovial metaplasia, lymphoid infiltration to the wall." Device was explanted.